Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 10 months. The reported loss of all power to the system controller resulting in a pump stoppage was confirmed based on the evaluation of the submitted system controller log file. Review of the log file showed normal pump operation until (B)(6) 2015 3:25am when low battery hazard alarms became active and the system went into power save mode. At (B)(6) 2015 3:39am, the system began to operate on the emergency backup battery (ebb), resulting in no external power alarms. While in power save mode, pump speed and power values began to trend downward, resulting in the estimated flow values dropping to 2.4 lpm and low flow hazard alarms to become active. According to the timestamp, the system operated on the ebb until (B)(6) 2015 5:29am. The next recorded event after this timestamp captured a motor stop event, a backup battery uninstalled alarm, and timestamp reset to 1/1/01, 1:00am following the loss of power to the system controller, indicating restoration of power to the system. The captured events in the log file are indicative of a loss of power to the system controller due to depleted batteries and subsequent depletion of the ebb. Following reconnection of power to the system, the pump ramped back up to the fixed speed and returned to baseline parameters. The log file did not indicate any issues with the percutaneous lead. The patient remains on going with the implanted device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a ¿loss of all power event¿. The patient was not symptomatic at the time of the event. According to the event history, the patient appeared to have switched to new batteries on (B)(6) 2015. The batteries were used until they were completely depleted, causing the system controller to enter the power saver mode; emergency backup battery (ebb) usage at 3:39am on (B)(6) 2015. The system controller ran on ebb until 5:29am on (B)(6) 2015 and the system shut down following the timestamp. When the system controller was powered back on, the date stamp was reset causing a yellow wrench alarm which resulted in the system controller losing all power. The system controller clock was synced to the correct time at 11:16am on (B)(6) 2015. The vad team indicated that the patients alzheimer¿s disease most likely contributed to the event.